Event description:
It was reported that the device would not power on when retrieved for a patient use. The patient did not survive. There was no allegation that the reported issue caused or contributed to the patient death.